Event description:
Patient intubated. Multiple times during the day, the patient became disconnected from the vent. The ventilator tubing would spontaneously come apart from the endotracheal tube. Upon further investigation with respiratory therapy, it was found that the end of the 8.0 tube was stretched out from heat.